Event description:
During a procedure, an angled stardrive screwdriver began to exhibit instability in its joint concurrent with a failure to effectively drive a screw. The screwdriver subsequently broke and another driver was used to complete the procedure. No impact to the patient was reported.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to a FDA warning letter dated february 2012. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: a review of manufacturing records revealed no complaint related issues identified during manufacturing. Confirmation of the complaint event could not be performed because of damage to the driver and a missing counter-torque handle yoke. Based on the condition of the returned product, it could not be determined if the parts were damaged before use, during use or during disassembly/disinfection. Damage to the screwdriver cardan joint suggests excessive force was applied to it. The missing yoke of the counter-torque handle could also have resulted from the application of excessive forces to the driver, damaging or deforming the yoke sufficiently to allow its separation from the driver. This part is not intended to be disassembled and the absence of the yoke suggests that the counter-torque may have been disassembled and re-assembled incorrectly without all of the necessary parts.